Event description:
It was reported that the surgeon could not break off the breakoff portion of the set screw. The surgery was completed with the set screw remaining in the patient. No patient complications were reported.